Manufacturer narrative:
Visual assessment of the device shows the device has been used. This device was used for a lateral ankle ligament repair. IFU lists similar type procedures for other anatomical areas, but this ankle repair procedure is not specified. Communications indicate that the procedure site was prepped according to the IFU for the intended areas. The sutures arrived tangled and knotted up with each other. There is a pinch mark on the white ultrabraid just above the implant. The implant also has vertical ligature marks on the polymer threads. The implant has been cracked and twisted at the proximal end. The shaft of the osteoraptor is straight and undamaged. There is no bowing, bending or sharp edges noted. The distal tip has no scratches or sharp edges noted. No root cause associated with the manufacture of this device could be found. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lateral ankle ligament repair, while inserting, the implant broke. The broken piece was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.